Event description:
Diligence is completed and no further information on the reported vent has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for evaluation. However, two pictures are available for a review. It can be assumed that the pictures were taken right after the revision surgery due to the surfaces covered in blood. Due to the low quality of the pictures, a depper assessment on the products cannot be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. One x-ray image was provided. The image shows the plate, liner and head. Based on this x-ray, no statement can be made regarding the reported event of pain. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown fitek metasul 28mm liner item# unknown lot unknown unknown plate item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a primary surgery. Subsequently, approximately 26 years post implantation, underwent a revision surgery due to pain. Head, liner and plate were explanted. Diligence is completed and no further information on the reported vent has been provided.